Event description:
The distributor reported to cardiac science, manufacturer, that during an open heart surgery using responder 2000 unit, a second required shock was blocked from being delivered.

Manufacturer narrative:
The event log was electronically transmitted to cardiac science for evaluation. Engineering analysis concluded that the second shock could not be delivered as the device was not in a shock-ready state. The event log indicated a "charge button stuck" error had occurred. With a stuck button, the device will automatically exit manual mode and enter monitor mode. Therapy cannot be administered in the monitor mode. The exclusive distributor of this device first notified cardiac science on 10/12/2009 of distribution of these devices in the u.s.